Manufacturer narrative:
The unit had a minor scratched display window, a scratched case, and a broken off retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called to report that the clear ring at the top of the reservoir compartment kept falling out. The customer's blood glucose reading was unknown. The caller could not recall any significant events leading to the breakage. The caller was advised that the customer should discontinue use of the device and revert to a backup plan. The caller was advised that the device would need to be replaced. The device was returned for analysis.